Event description:
Per the clinic, the patient experienced no sound perception. It was also reported that the electrode array was not in the cochlea. Subsequently, the device was explanted on (b)(6)2026, and the patient was reimplanted with another cochlear device during the same surgery.